Event description:
Hosp reported that the injection site below the pump cracked during an infusion. Nurse saw air in the line below the pump and removed the set from the pt. There was no pt consequence.